Event description:
The bard echo mesh placement system was used to position the mesh against the anterior abdominal wall. The mesh was secured in place with absorbable tacks. When the echo system was withdrawn, there was a small yellow anchor piece which was approximately 3 mm x 2 mm in dimension. It is a small hollow flexible yellow tubing. There are no sharp edges. This piece was unaccounted for after the echo system was withdrawn and is above the mesh in the subcutaneous space/hernia sac. A decision was made to leave the foreign object in place.